Event description:
Opened sealed package and removed syringe with needle in place when pulled down on plunger to one cc mark, before placing needle into vial of medication, noticed a clear liquid already inside the syringe.